Manufacturer narrative:
The actual device was not returned for examination, but unused devices from the same lot number were returned to the manufacturer. Examination of the unused returned devices, and review of the batch documentation showed no deviations, and no root cause could be established. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the reporter, the patient experienced pain when performing urinary catheterisation. After a few days the patient experienced a bleeding when performing urinary catheterisation and went to hospital. The patient was hospitalized for one day. The bleeding did not reoccur, and there were no other medical complications to the patient.